Manufacturer narrative:
Update to g4: PMA/510(k) number added correction to h10: correcting from "false positive" to "false negative" in h10 of initial MDR. Response to h3 device evaluated by manufacturer: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false negative test and a member of the technical support group was able to perform data analysis.

Manufacturer narrative:
Investigation summary: cartridges used by the consumer were not sent back for evaluation, therefore, the devices could not be evaluated. The customer provided information regarding the suspected false positive tests and a member of the technical support group was able to perform data analysis. The complaint history was reviewed and there were no previous similar complaints against involved lot. The lot history record (lhr) was reviewed for the lot number in the complaint, and it passed release specifications. A technical support representative reviewed customer data and performed data analysis. All data values were normal and met acceptable criteria. Root cause was undetermined.

Event description:
(B)(6) 2022: customer received a positive result using cue covid-19 test for home and over the counter (otc) use (B)(6) 2022: customer received a suspected false negative result using cue covid-19 test for home and over the counter (otc) use cartridge lot 18173d and reader serial number (B)(6). Customer had symptoms on and off. Customer confirmed cartridges were stored within acceptable temperatures and stated no other confirmatory tests were taken since she had symptoms when she tested positive using cue covid-19 test for home and over the counter (otc) use.